Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 months due to a perivalvular leak. The surgeon has indicated that this event was not related to a device malfunction. The subject device was replaced with another edwards bioprosthetic valve. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis. Additional information regarding the event (e.g. Operative report, discharge summary, etc.) Have also been requested; however, it has yet to be provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible at this time.